Event description:
During a tur procedure, patient's bladder wall was punctured. Doctor suspected the suction pump pressure was set too high (the max), and the bladder wall collapsed resulting in the puncture. The puncture was repaired and the patient was doing fine. Hospital will not return the unit for evaluation. They do not think that there was anything wrong with the unit.